Manufacturer narrative:
This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by fa, synthes or its employees that the report constitutes an admission that the device, synthes or its employees caused or contribued to the potential event described in this report. H10: additional narrative d4 lot #: the lot number of the device was provided by the attorneys. H3: no product was returned for investigation. Review of the manufacturing records found no anomalies . Reivew of the design found it to be appropriate for its intended purpose. A cause for this incident could not be reliably determined. H4: synthes was able to determine the manufacture date from the lot number provided.

Event description:
A plate broke post-operative. It is unk at this time whether the plate was noted as broken and removed or was found to be broken during removal.